Event description:
Complainant alleged that the clinician was attempting to defibrillate a 48 year old male pt in ventricular fibrillation. The clinician charged the device to 200 joules, but the device would not discharge. The clinician attempted to discharge the device several more times, but the device still would not discharge. The clinician then turned the device selector knob to monitor, then back to defib. And again tried to defibrillate the pt at 200 joules, but the device would not discharge. The clinician pressed the discharge buttons again, and the device discharged a 200 joule shock to the pt. The clinician continued to use the device to defibrillate the pt, by turning the device selector knob to monitor mode, then to defibrillate mode. On each attempt the monitor would not defibrillate on the first discharge attempt after turning from monitor to defibrillate mode, but it did defibrillate on the second attempts. The clinician was able to defibrillate the pt 4-5 times, and was able to reach 360 joule discharges. The complainant indicated there were no adverse effects on the pt as a result of the reported malfunction.

Manufacturer narrative:
The device was evaluated by the zoll technical service department. The evaluation was unable to duplicate the reported failure. During testing other fault messages were observed. The zoll technical service department believes that the cause of the observed messages, as well as the reported malfunction, may have been as a result of a dirty or loose connection on the digital printed circuit board. The connections on the digital board were cleaned and reattached securely. The device was retested, and it met all performance specifications. The device was returned to the customer's facility.